Event description:
Customer reports a button error alarm on the insulin pump, which occurred after working out. Customer states he may have gotten sweat into the pump. Current blood glucose level is 205 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Failure analysis states that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and stained end cap sticker.